Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot. Tracking and trending report review determined that there are no related adverse and non-statistical trends identified for the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. No non-conformances, deviations and potential non-conformances associated with the affected reagent lot have been identified. A retained reagent kit of lot number 73118li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance regarding sensitivity of the lot is negatively impacted. No false nonreactive results were obtained. Taken together, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product list 08d06-38, that has similar us product distributed in the us list 08d06-31 and 08d06-41. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated 2 patient samples generated (B)(6) architect (B)(6) tp results. Patient 1 generated (B)(6) architect (B)(6) tp result (0.57 s/co) but tested tppa (B)(6). Previously, this patient tested maccura test (B)(6), elisa (B)(6) and tppa (B)(6). Patient 2 generated (B)(6) architect (B)(6) tp but tppa (B)(6). No impact to patient management was reported. No specific patient information was provided for patient 2.